Manufacturer narrative:
(B)(6), patient information is considered confidential and will not be released by the hospital.

Event description:
Hospital in (B)(6) reports device overheating and stops while giving functional failure error code 36. Based on the information received, the potential risk associated with the reported event is classified as serious since insufficient ventilation caused by a device shutting down could lead to hypoxia. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.